Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The customer¿s blood glucose level was between 180-200 mg/dl. Customer stated that pump stopped working. . Customer reported that she changed battery and it still doesn¿t work. Customer reported that she noticed the screen was pixilated at some point but then will become blank again. Customer reported that she has gotten a replacement cap with this current pump. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit was monitored and no unexpected display anomalies including blank display or missing segments anomalies were noted. No damage on the connector/lcd isolation tape noted. Unit was received with cracked case at display window corners, display window and belt clip slot. Unit was received with minor scratched display window and case.